Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to the (B)(4) 2013. The device failed a self-test due to a low battery in (B)(4) 2013 and remained in fault mode until the (B)(4) 2013. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(4) 2013 and the last log entry on the (B)(4) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was reduced enough to potentially cause the low battery fail and the fluctuations in voltage. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.